Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value had been running over 500mg/dl. Customer reported last night blood glucose value was over 600mg/dl. Customer¿s blood glucose value at time of incident was above 344 mg/dl and current blood glucose value was 512 mg/dl. Customer treated with primarily the pump and a manual injection. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Installed a water filled reservoir, primed pump, monitored for three days, and programmed with multiple boluses during monitoring period. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No bolus history or delivery anomalies noted during testing. Device received with scratched case, pillowing keypad overlay, and minor scratched lcd window